Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of pain. Patient code e1906 captures the reportable event of infection. Patient code e1906 captures the reportable event of pulmonary embolism. Impact code f2302 captures the reportable event of blood transfusion. Impact code f2301 captures the reportable event of interior vena cava filter implant. Impact code f08 captures the reportable event of hospitalization. Impact code f1202captures the reportable event of patient's change of lifestyle.

Event description:
It was reported that sometime after mesh implantation, the patient developed an infection and pulmonary embolism, resulting in the insertion of an inferior vena cava filter. After a month of hospitalization and home treatments, the patient recovered. In 2023, the patient had an additional infection, which resulted in a blood transfusion and hospitalization. She has been recuperating; however, she has pain, difficulty walking, and her lifestyle changed. Additionally, her abdominal walls are weak.